Event description:
User reported false positive result. Negative by rapid antigen test and pcr on the same day. Asymptomatic and fully vaccinated.

Manufacturer narrative:
Report required by FDA for eua.